Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the receiver was overheating. No additional event or patient information is available. The device has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. An external visual inspection was performed and it failed, the j3 connectors are contaminated and or the usb pins are damaged. The receiver failed to charged and reboot asa result of the contaminated j3 connector and or usb damaged pins. Functional testing and log download could not be performed due to the contaminated j3 connector and or usb damaged pins. The reported event of an overheating or shocking device could not be determined. A root cause could not be determined.